Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center it was determined that the main board had a failure. The device's main board was replaced to resolve the issue.